Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation had a breached depression. All conductors were distorted and had blood/body fluid (not obstructed). The proximal conductor was cut. The inner insulation was torn. The outer insulation had a breached cut and cosmetic depression. There was blood in/on the helix/lobe mechanism. The stylet was stuck in the lead-distal coil. The lead was stretched. Visual analysis revealed two of six proximal conductors had explant damage and were cut at twenty-five centimeters.

Event description:
It was reported that the right atrial (ra) lead was damaged with an insulation breach during the extraction of the right ventricular (rv) lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.